Manufacturer narrative:
A review of the returned product from the customer was performed. Visual inspection noted that there were no kinks and no damage of the catheter. The catheter was leak tested by attaching a fluid filled syringe to the catheter hub, but the tubing was occluded most likely by bodily fluid in the catheter tubing. The occluded portion of the tubing was cut and removed, and the leak test was repeated on the hub and remaining tubing. The fluid flowed as intended with no leakage of the remaining tubing or the hub. Therefore, the complaint was not confirmed. The exact root cause if unable to be verified since the complaint could not be duplicated during the testing.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Customer remarked that PICC infiltrated.